Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a feeding tube could not be removed via traction; therefore, it was removed via endoscopy. There was no reported patient injury.

Manufacturer narrative:
H10: after further review of the details provided by the complainant, it was identified that the product was a peg device and the FDA rn number was incorrect. The correct rn number is (B)(4) and the number will not be changed on the emdr so that this report will remain connected and identified that the event was reported in a timely manner. The appropriate fields were updated accordingly. There was no changes to the investigation summary below. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that a feeding tube could not be removed via traction; therefore, it was removed via endoscopy. There was no reported patient injury.